Manufacturer narrative:
Manufacturer review determined that the reported event is consistent with a previously identified and well-characterized failure mode that has been documented in prior complaints and investigations for this device. The failure mechanism and associated potential harms are already known and have been evaluated through earlier investigations. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet touch screen became unresponsive and was observed to be cracked, consistent with a broken display component; a replacement device was arranged, and the user was instructed to shut down the device and transition to backup therapy. Symptoms included no reported adverse clinical effects; the user¿s blood glucose at the time of the call was 194 mg/dl. Outcomes included continued diabetes management using backup therapy and continued cgm use. Investigation included user interview, shipping verification, data return instructions, and education on startup for the replacement device. Investigation of this case revealed physical damage to the touchscreen consistent with a screen break resulting in loss of touch functionality. It was concluded, based on previously established findings for similar reports, that the cause was device damage due to external physical impact or stress.